Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The device failed volumetric accuracy testing. External/internal inspection was performed and passed. Volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and the temperature was verified to be within specification. Inspected door assembly and found disintegrated piston foam. The cause for the failed volumetric accuracy test was determined to be disintegrated piston foam. Scrap piston foam. The device was sent to service.